Manufacturer narrative:
Feb 25th, 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010, with a defibrillation lead - guidant 0185 - s/n (B)(4). The physician reviewed files generated during f/u performed on (B)(6) 2010, and observed noise oversensing episodes recorded in device memory. These episodes were recorded within one week after implantation, and exhibit 8hz noise pattern that could be related to the minute ventilation sensor (phd algorithm was active - programmed on). It should be noted that neither atp nor shock therapy was delivered due to this oversensing.